Manufacturer narrative:
(B)(4). D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? -malformed were there staples missing from the staple line? -no is the current patient status known?? -discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no

Event description:
It was reported that during a gastrectomy, the residual end needed to be closed with a nail magazine, but the nail magazine did not fit tightly. Not easy to remove. Then replace the new nail to complete the fitting. No additional information can be provided. No patient consequences were reported.